Event description:
It was reported that the pwd called and stated was trying to prime his cassette and could not get drops to come out. He stated he was changing the cassette as it was time to change and every time he got to the prime no drops would come out. He stated the pump then stated prime fill reached and still no drops. Pwd stated he replaced the cassette prior to calling ts and that seemed to have corrected the issue. No leaking around lure connection. App displayed messaged was ¿prime volume reached¿. Cassettes take desired amount when fill. No differences about the cannula. No difficulty inserting the needle. Insulin did not drip from infus set needle. No droplets at the end of the infusion set. 150 units of units the user would fill the cassette. Cassette is new. No pressure/resistance filling the cassette. Was using needle that came with pump system. No visible kinks, twist or damage to tubing. Priming was stopped. There was patient involvement and no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.